Manufacturer narrative:
Catheter: model neu_unknown_cath serial# unknown, physician programmer: model 8840 lot# serial# unknown, implanted: na, explanted: na. (B)(4).

Event description:
It was reported that the pump interrogated "fine" in the box, but got invalid telemetry once implanted. The device was removed, set in sterile field, interrogated, still got invalid telemetry. A second physician programmer was used with the same results. A second pocket was formed. Initially, it was thought there was no electromagnetic interference (emi) present but it was later confirmed that new lights were installed in the or and when set at full strength telemetry could not be completed. There were no telemetry troubles when the lights were shut off. No patient symptoms were reported. The system was used to infuse dilaudid. Additional information has been requested; a follow-up report will be sent when it becomes available.

Event description:
Additional information: it was reported that everything resolved when lights were turned out. The lights created an electromagnetic field that interrupted telemetry. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).